Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During a fenestrated endovascular aortic aneurysm repair the physician could not push the stent over the wire.

Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the v12 7mm x 22mm delivery system would not advance over the guidewire. The returned stent was examined and noted to be properly positioned between the two radiopaque marker bands and was void of any bodily fluids. The catheter shaft had a kink at the junction where the catheter shaft passes through the strain relief. The guidewire was not returned. The introducer sheath used in the case was not returned. In an attempt to duplicate the complaint description a .035" emerald green guidewire was advanced through the distal tip of the catheter and advanced completely through the entire delivery system with no resistance. The guidewire was then removed and placed through the hub of the catheter and advanced out of the distal tip. No resistance was met. The crimped stent diameter was measured and was 2.14mm. This diameter, when compared to the lot qualification test data, falls within the same range of diameters. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. During the manufacturing process there are multiple guidewire checks prior to packaging the product to ensure that the guidewire lumen is patent. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.